Manufacturer narrative:
Analysis findings confirmed no significant anomalies and device is functionally okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0mmmh, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via a manufacturer representative reported that the patient was not getting relief from the system. The issue was device related. The patient's system was explanted on (B)(6) 2016 and would be returned. It was unknown if the issue was resolved. The system was not replaced. There was no patient death. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.